Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "blue cap" was missing from the patient line of a homechoice automated pd set with cassette. This was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection of the actual sample with the naked eye noted a missing pull ring protector of the patient line. The reported condition was verified. The cause of the condition could not be determined. A visual inspection of 12 retention samples was performed with no problem detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Twelve (12) retention samples were received for evaluation. A visual inspection was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.